Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint separation was verified by visual inspection. Evaluation of the sample submitted showed that silicone tubing and the upper pumping fitting separated. Further investigation show that the tubing tore away from the upper pumping segment because a portion of the tubing was still connected to the upper pumping segment fitting and the tubing collar was still present in the assembly. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause for the issue seen in this complaint could not be fully determined based on the description of the events provided by the customer.

Event description:
It was reported that as lvp 20d 2ss cv came apart. The following information was provided by the initial reporter: it was reported by the customer that the top plastic blue tip snapped from the tubing.